Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the mother board. Unable to verify the error alarm or perform functional tests due to the blank display anomaly. The pump had minor scratches on the lcd window, a crack near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed bolus stopped working. The customer's blood glucose reading was 167 mg/dl at the time of incident. Troubleshooting explained alarm and advised customer to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.